Manufacturer narrative:
No device is expected to be returned for evaluation. Because the unit was not returned a formal investigation of the affected device could not be completed and the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted. Since the lot number was not provided, the device history record and complaint database could not be reviewed.

Event description:
The user reported that a stent fractured and caused a fistula in the right main bronchus. The stent was placed in (B)(6) 2015 to treat an extrinsic stricture below the carina. The physician observed the stent during a follow up appointment in (B)(6) 2016. The stent had fractured. The physician decided to leave the stent in place. During a subsequent followup, the physician observed that the stent had caused a fistula. The stent was removed and an additional stent was placed to treat the fistula. No further injury to the patient was reported.